Event description:
It was reported by the customer that a pyxis medbank system had wrong bin barcode. The customer stated that the malfunction was occurred when they trying to issue medication to patient. When they scanned meds. It shows the wrong bin scanned. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the training issue. The technical support specialist found item in bin was scanned incorrectly by giving wrong position, so technical support specialist explained user how to assign item and re-assign without bar code. The system functioned as intended after the technical support specialist troubleshooted the device.